Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient denied any symptoms related to the event. It was noted that the right ventricular lead dislodged into the right atrium. The lead was fully functional and still able to capture and sense in the atrium but was dislodged. A procedure to re-position the lead was conducted but due to tissue growth in the helix the lead was explanted and replaced. The patient was stable.